Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed. Device not returned.

Event description:
It was reported that the valve wasn't longer programmable. The valve was explanted.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample have been unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
The valve wasn't longer programmable. Implant and explante date unknown.

Manufacturer narrative:
Updated UDI: gtin unavailable. (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: no defects were note. The position of the cam when valve was received was 120mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number 1428, the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot ctgbhv, conformed to the specifications when released to stock in 23rd june 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.